Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, or patient behavior. Proper intended use of the implant is described in its instructions for use. Physical analysis cannot be performed.

Event description:
Mobility, pain and poor oral hygiene were reported. Bone quality at the time of implant failure type ii. Primary stability and osseointegration was achieved. Augmentation procedure at the time of surgery was not performed. Patient is a smoker.